Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon is attributed to user error, improper handling and/or excessive force. However, a specific cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rod lens of the telescope was chipped. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. There was broken lens in the optical system. Additionally, it was noted that the outer tube of the device was bent. Dents were noted on the distal edge. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.